Event description:
It was reported that the patient experienced recurring incontinence leading to an artificial urinary sphincter (aus) surgery. During the procedure the cuff was removed and replaced. The patient did not experience any further complications. It was further reported that no more information is available at the moment. Should additional information become available, it will be provided.